Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the meter would not turn on with either button press nor test strip insertion. Due to delivery delay, customer reported an adverse event in which they became hypoglycemic with sweating and confusion. The customer required treatment of glucagon injection by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the meter would not turn on with either button press nor test strip insertion. Due to delivery delay, customer reported an adverse event in which they became hypoglycemic with sweating and confusion. The customer required treatment of glucagon injection by relative. There was no report of death or permanent injury associated with this event.